Manufacturer narrative:
H3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was having trouble pulling images from picture archiving and communication system(pacs). When searching for a patient via medical record number (mrn) number, the search query didn't bring up any results. Troubleshooting was performed; the site called the information technology (it) department to obtain pacs ip address. Technical services(ts) walked site through obtaining system ip address and mac address. After troubleshooting with it, it was discovered that the patient's mrn number was entered incorrectly, and the system performed a query by last name without issue. There was no patient involved.